Event description:
The customer reported to baxter (B)(4) an issue with one (1) dehp free sol admin set with inj site that was impossible to unscrew from the connection. The sample is reported to be available for evaluation. There is a patient involvement with no clinical consequence. No additional information is available.

Manufacturer narrative:
(B)(4). The customer did not send an actual sample with the reported broken luer lock for an evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. The customer did send an unknown stopcock which had one of the luers broken. A visual inspection revealed that one of the stopcock?s luers was broken and had a piece of plastic stuck in it. No further testing could be performed since the actual sample with the luer lock was not received; hence, the reported problem could not be confirmed. Batch file review did not reveal any issues related to this complaint. Furthermore, no other issues outside the statistical acceptance criteria were revealed for in-process testing and product testing.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The sample is reported to be available but has not been received for evaluation. If additional information becomes available or the sample is received, a follow up report will be submitted.